Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient rep in regards to the patient's recharger is broken. Caller stated that the patient dropped the recharger but didn't have anymore information to provide to agent. Agent reviewed sister-in-law can call ps to further assist and determine what needs to be replaced. The patient's sister-in-law called to provide additional information regarding the damaged recharging equipment. The caller stated that the patient's condition has declined due to parkinson's, which has resulted in them having more falls. The caller said the patient had a fall, then something fell on the desktop charger and broke the connector pin. The caller mentioned that the rep advised them to call patient services to request a replacement desktop charger to be overnight to the patient. Agent noticed that a different patient rep had already called patient services and a repair request had already been submitted. Agent reviewed this information with the caller. The caller did not require further assistance. The caller had a broken desktop charger (dtc) connector pin. Pt said the silver end came off. A request sent to repair to replace the desktop charger. The patient mentioned this has happened before. Pt was interested in the wireless transition.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed that the cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.